Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Reportedly a screw is loose on the sagittal saw causing the blade to fall off. It is reported issue occurred during a surgical procedure; the type of procedure was unknown. It was also reported there was no delay in procedure; surgeon used a spare device to complete procedure with no further problem. No harm to patient was reported.